Event description:
A customer contacted baxter technical services (bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine (hc). The technical service representative(tsr) assisted the home patient(hp) to ensure the lines were free of any fibrin or air. The hp stated there was air in the patient line. The tsr advised the hp to end therapy and start over with new supplies. The tsr assisted the hp to end therapy. Product surveillance contacted the home patient on (B)(4) 2012 in regards to a low drain volume alarm. The hp stated she was able to resume therapy after starting over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a low drain volume alarm was confirmed. The root cause was identified to be air in the patient line. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No manufacturing abnormalities were noted during visual inspection. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Sample is available for evaluation. An evaluation will be performed on the provided lot number. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.